Event description:
It was reported that about seven months after implant, the patient was admitted to the hospital due to multiple inappropriate shocks. It was noted that the inappropriate shocks were most likely due to t-wave oversensing. The patient had some chest pain prior to getting the shocks and the doctor suspected that the patient could have st interval changes that might have caused the t-wave oversensing to occur. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.